Event description:
Subsequent to the initially filed report, the following information was received: the clip deployed; however, deployment felt unusual and hemostasis was not achieved. No additional information was provided.

Manufacturer narrative:
H6- device code 1494 clarifier: patient selection. The device was returned for analysis. The reported difficulties could not be confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the starclose system was used in a mildly calcified vessel. It should be noted that the starclose instructions for use (IFU), states, ¿do not deploy the clip in areas of calcified plaque.¿ it is undetermined if the IFU violation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. It is possible the malposition of the device led to the irregular feel; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted with a starclose device after an iliac interventional procedure using a 6f sheath. Reportedly, during step 4 [clip deployment], the physician didn¿t feel the device recoil. The device didn¿t feel like it normally does so the device was removed, and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.